Event description:
It was reported that following a successful angioplasty of the left iliac artery, the pta balloon detached from the shaft as it was being removed. The balloon was removed with the 6f sheath. This was a right femoral approach, going up and over the bifurcation to the left side iliac artery. A .035 wire was used. No injury to the pt was reported.

Manufacturer narrative:
The device history records were reviewed, and it was confirmed that the lot met all release criteria. The sample was not returned for evaluation. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. The current IFU states: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure.